Event description:
It was reported that a 4.0mm cchs screw was implanted 7 weeks ago in a patients greater toe and the screw recently broke. The patient cannot recall any trauma, trip/fall or any other movement that would have caused the screw to break. The surgeons name is (B)(6), dpm. This complaint involves one(1) device.